Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon would not inflate completely". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number (18f24b0071) for the returned sample. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The teflon sheath was on the iabc; buckling was noted to the sheath body/ extrusion and blood was noted within the sheath sidearm. The bladder was fully unwrapped. The iabc flextip assembly was noted no longer attached and separated from the inner cannula (iabc central lumen); furthermore, the central lumen pierced the bladder at approximately 68.8cm the iabc luer. Damage to the outer lumen was noted at approximately 22.0cm to 40.0cm from the iabc luer; the damage is consistent with buckling to the outer lumen. A bend to the central lumen was noted at approximately 70.0cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be pulled into the syringe. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Leaks were immediately noted from the iabc distal tip, bladder and outer lumen. The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen. The bladder leak sites were noted near the location of the previously noted damaged bladder; the bladder leak sites are consistent with contact from the damaged/separated central lumen. Then three more leaks were noted on the outer lumen, at approximately 26.0cm, 32.0cm and 34.5cm from the iabc luer. The leaks from the outer lumen are consistent with the previously noted damaged outer lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance at approximately 5.7cm from the iabc distal tip, then the guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. Some blood was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 70.2cm from the iabc luer end, which is the location of a noted bend. The guidewire then exited the central lumen at the location of the inner cannula separation. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon would not inflate completely" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly: and the bladder was damaged by the central lumen. Furthermore, the iabc outer lumen was noted damaged and multiple leak sites were noted from the damaged outer lumen. These damages could cause the incomplete inflation and allow blood to enter the helium pathway; however, it could not be confidently determined which damage occurred first. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "balloon would not inflate completely". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".